Event description:
It was reported to boston scientific corporation on august 11, 2008 that a leveen needle electrode device was used during a radiofrequency ablation procedure performed in 2008. According to the complainant, "the tines would not come out of the probe properly" during preparation. The procedure was completed with a different device (the device is unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of, and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot. The july 2008 15-month rf probes product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.